Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a parastomal hernia. It was reported that after implant, the patient experienced infection/ infected mesh, recurrence, pus, abscess, and pain. Post-operative patient treatment included revision surgery, removal of mesh, exploratory laparotomy, incision and drainage of abscess, drain placed, and repair of hernia.

Manufacturer narrative:
Additional info: g1 (&) h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a p arastomal hernia. It was reported that after implant, the patient experienced infection/infected mesh, recurrence, pus, abscess, pain, adhesions, obstructions, and fistulas. Post-operative patient treatment included revision surgery, removal of mesh, exploratory l aparotomy, incision and drainage of abscess, drain placed, repair of hernia, and medication.

Manufacturer narrative:
Additional information: a1, a4, b5, b7, d8, h6 (ime, imf codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.